Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 600 mg/dl. She treated her blood glucose level with a manual injection. The customer changed the site, infusion set, and reservoir. The customer received 5 no delivery alarms and then the motor error alarm. The no delivery alarm was resolved with an infusion set change. The displacement test and manual prime were successful and the motor error alarm did not recur. The device was not returned.